Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the flashing of the emergency light led (light-emitting diode) on the front panel indicates the abnormality of the emergency light, it is likely that the emergency light failed accidentally. It is likely that the phenomenon occurred because the emergency light burned out and caused a disconnection after the switch from the main lamp to the emergency light was activated and power was supplied to the emergency light.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information. The biomedical engineer technologist at the user facility clarified that the reported event occurred prior to a diagnostic procedure and not during procedure as originally reported. The biomedical engineer technologist further reported that as a result of the issue, the procedure was rescheduled for another time as the facility required a replacement. The facility called their local sales representative to obtain a loaner. The loaner arrived two days later. The loaner device (clv-190) was used to complete the procedure.

Manufacturer narrative:
The subject unit was returned for service (oci). The evaluation confirmed the reported event as both the main lamp (burnt) and spare lamp were defective / not working. The unit was repaired to standard specification and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During an unspecified diagnostic procedure, the spare lamp led (light-emitting diodes) kept flickering on the front panel of the evis exera iii xenon light source; the user tried using two different lamps but it continued to flicker. Additionally, the brightness level of the lamp could not change and the lower right led flashed orange. No patient injury or harm was reported.